Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during self inspection, the cs300 intra-aortic balloon pump (iabp) had an inflation failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigtion conclusions), h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found the issue to be with the drive manifold. The customer opted to not repair the unit.

Event description:
N/a.